Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed and could not be recovered. The customer attempted recovery but received an error message stating "requires maintenance, please contact technical support." The station was powered off and unplugged for several minutes, then restarted; however, the issue persisted and the drawer remained unrecovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that main drawer 2.1 was falsely detecting as open due to a faulty latch mechanism. A field service engineer (fse) found a broken solenoid plunger spring and replaced, restoring proper latch closure. Additionally, preventive maintenance was performed by securing loose screws, correcting missing hardware, replacing a damaged slide rail bumper, and tightening loose cubie drawer front screws. Post-repair, the drawer and cabinet were confirmed to be functioning normally. The system functioned as intended after field service engineer repaired the device.